Event description:
This equipment was voluntarily tagged out for service by the customer. An arjohuntleigh tech visited the customer and found. Upon examination of the device, that the side rail bracket was missing a nut. The bracket was replaced. Date of event is unk at the time of reporting.

Manufacturer narrative:
This report is being filed under exemption (B)(4) for arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo (B)(4). Add¿l info will be provided upon conclusion of the MFR¿s investigation.